Event description:
The report stated that during a laparoscopically assisted distal gastrectomy, the ligasure v handpiece activated without anyone pressing the button. The surgeon used another ligasure v handpiece to complete the surgery. There was no pt injury. The sales rep reported that the switch was pressed halfway in without being touched by anyone.

Manufacturer narrative:
The return of the incident sample has been requested. To date it has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.